Event description:
It was reported that the patient experienced a shocking and jolting sensation after exposure through a security gate while stimulation was on. The shocking and jolting were felt in the area of parasthesia. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)